Event description:
Looking over the device history, a driveline fault alarm occurred. The patient was home alone and did not call his coordinators. Based off the device history, it appeared that the patient attempted to do a controller switchout. However, when disconnecting the driveline from his primary it was not reconnected to a controller. His wife came home to find him unresponsive and she initiated ems. The pump was able to be restarted en route to the hospital. However, upon arrival to the ER he was noted to be in cardiac standstill with no neurologic function and was pronounced dead.

Manufacturer narrative:
(B)(6).